Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during activation of the cautery pencil, the surgeon and staff saw a flame coming from the cautery pencil which lasted several seconds. A new hand piece was opened and surgery was completed in standard fashion without patient injury. The generator settings were 35/35, then lowered to 25/25 but still had the problem.